Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not request. A batch review was conducted for potentially associated lot number 11d19h25, with no exceptions observed related to the reported condition. The complaint was not confirmed and the cause of the peritonitis was undetermined. Similar reports have been received by baxter for the reported problem. Additional investigation is being conducted through (B)(4). This is report 4 of 4 involved in this peritonitis incident.

Event description:
This report was received from (B)(6) and is a spontaneous consumer report from (B)(6) of peritonitis in patient coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). During a call with baxter customer service, the following was reported. On an unknown date, the patient experienced peritonitis. On an unreported date, a peritoneal effluent culture was performed which revealed an unknown result. On (B)(6) 2011, the patient was hospitalized for the peritonitis. Treatment information was not reported. On (B)(6) 2011, the patient was discharged. At the time of this report, the patient was recovering. Dianeal therapy was ongoing. An opinion of causality was not provided.